Event description:
The end user facility contacted olympus to report a repair request for poor air and/or water flow issues with a colonovideoscope. During preliminary evaluation and inspection of the returned subject device, foreign material was found in the nozzle. This MDR is being submitted due to the foreign material found during evaluation and inspection. No patient or user harm has been reported.

Manufacturer narrative:
The device has been returned to an olympus repair center for inspection and evaluation, and the customer's reported problem has been confirmed. Insufficient air and water supply were found, as well as nozzle draining issues. The presence of foreign material has also been confirmed. Additionally, the device evaluation found stretched angle wires causing bending/insertion tube issues, scratches on the bending/insertion tube, cracked a-rubber adhesive bonds, a scratch on the scope tip cover, and cloudy objective and lighting lenses. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Full establishment name: (B)(6) hospital.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of the air/water nozzle flowing in and clogging inside the air/water channel. Concerning the cause of foreign material flowing inside the channel, it was not possible to specify the cause since information on handling of the device was not able to be obtained. Olympus will continue to monitor field performance for this device.

Event description:
The reported poor air and/or water issues occurred during the user¿s pre-use inspection.